Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, as the serial number is unknown the manufacturer date is unavailable. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus representative powered off the video system, completely dried the scope, reconnected the scope, and powered the system on. Troubleshooting resolved the issue and the error was not displayed. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the evis exera iii bronchovideoscope displayed a b30 scope communication error message when connected to the video system. The customer noted, the scope may be wet. There were no reports of patient or user harm associated with this event.